Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The sensor pod was returned for evaluation. A visual inspection was performed and the sensor wire was found detached fro the housing puck. The customer complaint was confirmed. A root cause was could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.